Manufacturer narrative:
Results: there was no visible damage to the device. Conclusions: evaluation of the returned pump max revealed that the pump was functional. During the functional test, the pump max was plugged in, powered on and produced vacuum pressure within specification. Therefore, the root cause of the reported pump not working could not be determine. Penumbra pumps are visually inspected and functionally tested during incoming inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, the hospital staff noticed that the pump max was not working; therefore, the procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.